Manufacturer narrative:
The insulin pump was received with a blank display followed by an unexpected constant audio tone alarm due to moisture damage at electronic assembly. The operating currents, self test, reset error test, rewind test, basic occlusion test, occlusion test, prime/a33 test ,excessive no delivery test and displacement test could not be performed and the a17 and a21 alarms could not be verified due to the blank display. The insulin pump was received with minor scratches to the display window, a cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer's father reported via telephone call that the insulin pump had a constant tone when the customer woke up. The battery was removed and then the insulin pump reset, and the display was blank. He also reported that the insulin pump had been going through batteries more quickly than usual. The insulin pump had been bumped during sports and may have been exposed to moisture in the rain. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display returned after inserting a new battery. The customer was sent a new battery cap. The blood glucose reading was 300 mg/dl. The customer was treated with manual injections and the caller declined troubleshooting for high blood glucose. The insulin pump passed the self test. The insulin pump was not replaced or returned for analysis.